Event description:
It was reported that during a nephrectomy procedure, the device did not fire, but when released some staples were in the vein causing bleeding. Another device was used to complete the case laparoscopically. The bleeding was controlled by a hemolock clip placed across the renal vein, then a subsequent stapler was opened to transect the vessel without incident. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 2/12/2009. Information anticipated, but unavailable at this time.